Event description:
According to the reporter: during total laparoscopic hysterectomy while closing cuff, the device did not work properly. There was difficulty to toggle, load and unload the device. The needle fell out but was attached to suture and was retrieved, no x-ray was needed. Used new needle in order to complete the case, no injury to the patient, patient status : alive - no injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the witness marks from the needle tip impacting the beveled wall were observed. Shearing of the toggle switches was observed for the device under microscopic inspection. Pmv performed functional testing on device. Device was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needles in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to function properly and needle remained intact. Difficulty was experienced in loading and unloading the needle in the device. No difficulty was experienced in toggling the needle in the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.